Event description:
Initial calcium result of 15.4 mg/dl, same sample repeated gave result of 15.6 mg/dl. A second sample from the same pt was run the same day, four times, and recovered 9.2 mg/dl, 9.3 mg/dl, and 9.2mg/dl. The initial sample was then retested and gave result of 9.1 mg/dl. The initial results were reported. The physician did not treat on basis of this result. The field service rep was unable to determine cause.